Manufacturer narrative:
Patient identifier = sid= (B)(6). A review of tickets was performed for lot number 28306un19. The ticket search determined that there is increased complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Using worldwide data the historical performance of reagent lot 28306un19 was compared to the performance of all architect stat troponin-I reagent lots in the field. The patient median results for the lot are within established limits. Therefore, no unusual reagent lot performance was identified for lot 28306un19. The patient median results were analyzed and found no significant difference in performance compared to historical performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 28306un19 was identified.

Event description:
The customer observed false positive architect troponin result on three patients since (B)(6) 2019. The result provided were: on (B)(6) initial result =3.69 ng/ml, repeat sid (same sample) (B)(6) result=<0.1(customer critical cut off >0.29 ng/ml), on (B)(6) initial result=0.78 ng/ml, repeated=<0.01; previous results on (B)(6) 2019 and (B)(6) 2019 were negative, on (B)(6) initial result=0.82 ng/ml, re-drawn four hours later sid (B)(6) result= <0.01. There was no reported impact to patient management.